Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began 3 weeks prior to contacting lfs. The reporter claimed the patient obtained a blood glucose reading of ¿150 mg/dl¿ with the subject meter (when his usual result is about ¿90 mg/dl¿) compared to a result of ¿90 mg/dl¿ on another device. The tests were performed more than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter informed the csr that the patient manages his diabetes with a combination of oral medication, diet and exercise. The reporter stated the patient took exercise and less carbohydrates on (B)(6) 2017 in response to the alleged issue and then ¿passed out¿ at an unspecified time that day. The patient denied receiving medical treatment due to the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.